Manufacturer narrative:
The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A doctor reported having difficulty opening the vertical cut on the temporal side of the flap on two bilateral patients. A knife was used to complete the cut. There are multiple related reports for this facility. This report addresses the patient one's right eye and other manufacturer reports will be filed.